Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2020-23649. Related manufacturer's reference number: 2017865-2020-23650. It was reported the patient presented in the hospital. It was observed the patient had continuous drainage from the device pocket since the implant, infection was suspected. The patient's pacemaker, right ventricular lead and right atrial lead were explanted (B)(6)2020. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.